Event description:
It was reported that the insulin pump was submerged in water. Prior to the moisture exposure, the insulin pump alarmed motor error. Afterwards, the display on the insulin pump went blank. The reported blood glucose reading was 204 mg/dl. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly and the motor.